Event description:
It was reported the pt is without stimulation and has not charged the ipg in over 1 year. Subsequently, the pt programmer cannot locate the ipg and displayed an error message. Follow-up identified the sjm rep confirmed the charger could successfully locate the ipg; however it stopped charging. Surgical intervention may be undertaken at a future date to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.